Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the first attempted lead was placed successfully several times, but the lead dislodged after being sutured down. After the third time placing the lead in the atrium, a stylet would not pass through the lead, while in the body or on the table. The lead was not used. The second lead attempted was placed two separate times with appropriate numbers, but the lead dislodged after pocket closure began. This lead was also not used. No patient complications have been reported as a result of this event.